Event description:
A (B)(6) male pt's spouse contacted zoll customer support to report that the pt's monitor was making a loud humming noise and would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. Upon eval the monitor would not power on. Upon investigation, there was a segmentation fault while performing the flash memory test. The cause of the problem was isolated to computer analog (ca) board sn (B)(4). The ca board has been returned to vendor for replacement of the ca board flash memory components u102 and u105. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.